Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. High lood glucose level at the time of the incident was 500 mg/dl and low blood glucose was dropped down to 20 mg/dl. Customer declined trouble shooting. The insulin pump will not be returned for analysis.